Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. A review of the event history log revealed ¿system error 312¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the processor printed circuit board (pcb). The processor pcb will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed system error 312 (upper upstream no adjust) during therapy. This occurred in the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.